Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-1934bcf-24-2 batch 15149841 was received for evaluation. Visual inspection revealed that the screw was bent. It was noted that some threads were damaged. A functional test was performed by assembling the anchor onto the shaft tip, and no issues were observed during testing. The most likely cause of the reported failure is user error, including improper bone preparation and incorrect surgical technique during device application. These factors may have contributed to the malfunction or compromised the integrity of the implant during the procedure.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 09/02/2025, a sales representative reported via email that an ar-1934bcf-24-2 biocomposite suturetak suture anchor bent upon insertion and was subsequently removed from the patient. The case was completed using a replacement ar-1934bcf-24-2 biocomposite suturetak suture anchor without issue. There was no delay in the procedure, no additional anesthesia was administered, and no adverse effects were reported. This occurred during a laterjet/subscapularis repair procedure on (B)(6) 2025, with no reported patient harm. Additional information was received on 9/11/2025: during the procedure, the anchor of the ar-1934bcf-24-2 broke approximately at its midpoint but did not fragment into multiple pieces. The break occurred before full insertion. The associated guide ar-1948ct and drill ar-1934d-24-1 were used before anchor insertion. The patient¿s bone quality was assessed as good.